Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no vibration output on (B)(6) 2015. Patient tested the alert functionality and reported the alerts were not functioning correctly. Patient did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log found no errors. Functional testing was performed and the test failed, confirming the reported event of no vibration. The root cause was determined to be a defective vibrate motor.

Manufacturer narrative:
(B)(4).